Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was knotted on (B)(6) 2024. The infusion set was in use for 2 hours. The blood glucose level at the time of first event 380 mg/dl and patient resolved it with correction bolus via pump followed by replacing infusion set and resumed insulin deliveries successfully. No further information available.